Manufacturer narrative:
(B)(4).

Event description:
Customer reported the connector separated from the tube. There was no patient injury reported. It was reported there was interruption of patient treatment when the disconnection happened because the user had to tape the connection to make it hold. Patient condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer sent back seven representative samples for evaluation. A visual exam was performed and no obvious defects were observed. The insertion depth of the samples were measured and they were found to be within specification. The connector assembly features of the endotracheal tube were designed in a way that the connector can be removed and connected back to the tube when the tube is required to be cut to length. The 15mm connector should be firmly seated in the tracheal tube to prevent disconnection during use as stated in the precaution section of the IFU. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. The actual sample was not returned, and the returned representative samples were found to be within specification.

Event description:
Customer reported the connector separated from the tube. There was no patient injury reported. It was reported there was interruption of patient treatment when the disconnection happened because the user had to tape the connection to make it hold. Patient condition was reported as "fine".